Event description:
During surgery, the plastic on the cutting tip melted on the disposable portion of the ethicon endo-surgery harmonic ace + shears. The surgeon intervened to prevent harm to the pt and completed the surgery with no further incident. Staff quarantined the machine, cable, and disposable hand piece for investigation. Cc maintains a photo showing the melted plastic piece. The device was sent to biomed for investigation after which the cable and tip were sent to the manufacturer.